Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported syncope and stroke could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. The heartmate 3 lvas IFU (rev. C) lists stroke, other neurological events (not stroke-related), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The relevant sections of the device history records for the (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06mar2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient went inside from working in the garage with lvad (left ventricular assist device) alarms and then had syncope. The patient's spouse called emergency medical services (ems). The patient then had emesis while lying on the floor. The patient's spouse explained that the patient had not complained of feeling ill at all that day. The spouse stated that patient had been taking daily medications and had been eating and drinking the appropriate amount that day. The patient was taken to the local hospital. The patient was found to have a catastrophic intracerebral brain hemorrhage (ich) with poor neurological signs on clinical exam and very poor prognosis per neurosurgery recommendation. After much discussion with neurosurgery, the family decided to withdraw care. The patient was terminally extubated and passed away on (B)(6) 2021. It was unclear if the death was lvad related, as the patient passed away at an outside hospital. The implanting center was unsure if an autopsy would be performed. No additional information provided.